Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon complained of the jaws not allowing the clip to properly form upon firing the device. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Information unavailable. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the er320 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be yielded. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, one conforming clip was fed and formed and finally the instrument locked out as intended. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel.